Manufacturer narrative:
Approximate age of device ¿ 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to the hospital with hematuria. Labs revealed elevated lactate dehydrogenase (ldh) of 1600 u/l (patient¿s baseline was 250 u/l). The patient was placed on heparin infusion, aspirin 325, plavix, coumadin and integralin. Ramp study was completed with altered augmentation of left ventricle (lv). Despite full drug therapy ldh began to elevate. The patient underwent a pump exchange on (B)(6) 2018.

Manufacturer narrative:
The evaluation of the pump confirmed the presence of pump thrombosis, which could have contributed to the reports of elevated lactate dehydrogenase (ldh) levels, and low flow alarms. The reported low flow alarms could not be confirmed through this evaluation, as no log files were submitted for evaluation. Upon disassembly of the pump, a thrombus formation was found surrounding the inlet bearing ball. The thrombus rings revealed dark areas of denaturation and also appeared to have formed in laminated layers, indicating that the thrombus developed on the inlet bearing ball over an undetermined amount of time while the pump was supporting the patient. In addition, a flat thrombus formation was found within one vane of the pump rotor. The dark area of denaturation on the thrombus indicates that it was present while the pump was supporting the patient. The non-laminated structure of the thrombus formation suggests that it did not originate on the rotor and initially developed in another location; however, its specific origin could not be conclusively determined. Examination of the proximal-side of the outlet stator revealed a smaller thrombus situated adjacent to the outlet bearing ball and stator blades. The lack of laminated layering indicates that the thrombus did not initially form in this location; however, its specific origin could not be conclusively determined. Although a root cause for the development of these depositions could not conclusively be determined through this evaluation, they could have contributed to the reported event the remaining blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.